Manufacturer narrative:
The customer was provided with a replacement device. The device was archived by stryker. Stryker product analysis center (pac) evaluated the customer's device and verified the reported issue through device log analysis. The reported issue could not be duplicated. The likely cause of the reported issue was determined to be due to the reed switch.

Event description:
A customer contacted stryker to report that their device would not work. Upon inspection, it was observed that the device would not detect the lid being opened. In this state, a delay in defibrillation may occur, as the user has to push the power button underneath the lid to turn the device on. There was no patient use associated with the reported event.

Manufacturer narrative:
A stryker field service representative performed an initial evaluation of customer's device and observed that the device would not recognize the lid being opened. Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
A customer contacted stryker to report that their device would not work. Upon inspection, it was observed that the device would not detect the lid being opened. In this state, a delay in defibrillation may occur, as the user has to push the power button underneath the lid to turn the device on. There was no patient use associated with the reported event.